Manufacturer narrative:
This report is filed on february 24, 2020. (B)(4).

Event description:
The device was explanted as the recipient reportedly experienced non-auditory percepts. The results of tests performed with the device in saline solution showed a breach in the electrical insulation of the electrode wire assembly.

Manufacturer narrative:
This report is submitted on september 18, 2019.

Event description:
Per the clinic, it was reported that the patient experienced at the implant site with and without device use. The device was explanted on (B)(6) 2019.